Event description:
It was reported that the asymptomatic patient presented in clinic for follow up with recorded episodes of inappropriate mode switch due to atrial lead noise. No interventions were made. The patient was in stable condition and will continue to be monitored.